Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.